Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. One sample returned in used condition and without its original packaging. Visual inspection performed at a distance of 12 to 16 inches and normal conditions of illumination and it was observed that the connector of the suction line detached from the tube. Based on the information provided in the complaint description, it is most likely that the unit was damage once it left the manufacturing site. The root cause was unable to be determined. As a preventive action manufacturing personnel was notified by the area trainer. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check on the device, the customer noticed the cuff's upper suction line connector was disconnected. No patient injury. Was reported.